Manufacturer narrative:
Date of event was approximated to (B)(6) 2013, implant date, as no event date was reported. (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that the patient was diagnosed with recurrent stress urinary incontinence status post sling operation in the remote past using the mini sling in 2006, pelvic pain. The patient was implanted with a lynx system during a lynx pubovaginal incontinence sling placement with cystourethroscopy procedure performed on (B)(6) 2013. During that procedure, first, a diagnostic laparoscopy with adhesiolysis for pelvic pain was completed. Then the sling part of the procedure was started. Incisions were made and antegrade placement of sling trocar performed. Cystourethroscopy confirmed bilateral urethral patency and no evidence of cystotomy. Sling was attached to the trocars and drawn through the suprapubic incisions. The sling was tensioned to allow flat lie underneath the mid urethra. The prior sling was not encountered "in a heavy degree". The sling was tensioned to allow flat lie and tighter lie underneath the mid urethra. There was no leakage of urine with 300ml of filling. The patient tolerated the procedure well and she went to recovery in a stable fashion after the incision was found to be dry. There were no complications during the placement procedure. However, as reported by the patient's attorney, the patient experienced an unspecified injury post-procedure.